Event description:
It was reported that this implantable lead was surgically abandoned due to low pace impedance measurement less than 200 ohms. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. No additional adverse patient effects were reported.